Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): the device not returned/received. Further investigation is not possible without the device.

Event description:
It was reported, during induction test a decreased r wave amplitude was measured compared to implant procedure (2,5 versus 7 mv). The lead was repositioned. However, due to stylet problems, it was decided to remove the lead and replace it with a new one. No patient complications have been reported as a result of this event.